Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer's mother states her son feels well and requires no medical attention. The customer's expected blood results are 80-140mg/dl fasting. Verified the strips expire 06/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 67mg/dl (B)(6) 2015 04:36:00 pm fasting:yes, 176mg/dl (B)(6) 2015 04:54:00 pm fasting:yes 58mg/dl (B)(6) 2015 04:55:00 pm fasting:yes, 224mg/dl (B)(6) 2015 04:56:00 pm fasting:yes, 139mg/dl (B)(6) 2015 05:59:00 pm fasting:yes, customers concern: 67mg/dl (B)(6) 2015 04:36:00 pm fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4) *type of reportable event, inadvertently "death" was selected, the correct option is "malfunction". Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Customer complains of low results. Customer's mother states her son feels well and requires no medical attention. The customer's expected blood results are 80-140mg/dl fasting. Verified the strips expire 06/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1:67mg/dl (B)(6) 2015 04:36:00 pm fasting:yes. 2:176mg/dl (B)(6) 2015 04:54:00 pm fasting:yes. 3:58mg/dl (B)(6) 2015 04:55:00 pm fasting:yes. 4:224mg/dl (B)(6) 2015 04:56:00 pm fasting:yes. 5:139mg/dl (B)(6) 2015 05:59:00 pm fasting:yes. Customers concern: 67mg/dl (B)(6) 2015 04:36:00 pm fasting:yes. No adverse event reported.